Event description:
A patient reported blood glucose results of "212 mg/dl and 136 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips and control solution are being replaced for further troubleshooting of the meter.